Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the leadwire set to fix the problem he discovered, and also replaced the expired safety disk as part of pm protocol. The iabp passed all functional and electrical safety tests to factory specifications and was then returned to the customer, cleared for clinical use. (B)(6).

Event description:
The service territory manager (stm) reported that while inspecting the cs300 intra-aortic balloon pump (iabp) during preventative maintenance (pm), a broken clamp on the ECG lead set was discovered . There was no patient involvement and no adverse event was reported.